Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in cervical posterior fusion surgery. It was reported that the screwdriver does not fit tightly until the inner part for the screw, so it cannot be grasped, and the head of the screw is hard to move. No further complications or symptoms were reported. Levels implanted was c1/4. Additional information was received via manufacturer representative that other screws could be grasped with the same screwdriver without any problem. Additional information was received via manufacturer representative that the product was not used on the patient.

Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of part# g3604512 lot# h5834798 after visual and optical examination, it appears that the hex of the screw has witness marks. The metal deformation gives indication that the failure was the result of torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.